Manufacturer narrative:
Device UDI number unavailable. A medtronic representative tested and serviced the equipment. The cd drive was replaced on the navigation system, thus resolving the failure. The navigation system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the cd drive was not reading multiple known good cd¿s. There was no patient present.